Manufacturer narrative:
Revision occurred due to instability of unknown cause. No primary surgery was able to be located based on the information provided. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred an unknown amount of time after the primary surgery, which was not able to be located based on the information provided by the distributor. No fall or other trauma reported. Revision occurred due to instability at the implant site. Based on the revision usage form, a glenoid baseplate, glenosphere, humeral cup, and likely some number of screws were removed. These items were replaced by a 24 mm + 3 lateralized glenoid baseplate, a 6 mm post extension, a 36 mm eccentric glenosphere, a 36 mm +3 135/145* humeral stability cup, 2 standard screws, and 2 locking screws.